Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced dizziness and a loss of consciousness. It was indicated that the customer was treated with sugar by a non-healthcare professional. Additionally, paramedics arrived and administered an injection of glucose for treatment. There was no report of death or permanent impairment associated with this event.